Manufacturer narrative:
Terumo did not receive the actual device and further investigation is necessary. Terumo plans on submitting a follow-up report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, there is a cloudy tubing on the 3/8" line and the customer has seen a few like this. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure.